Event description:
It was reported that stent damage occurred. The 91% stenosed, 15-17 mm x 2.5-3.0 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 16 x 2.50 promus premier drug eluting stent was unpacked. However, after unpacking it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 2.50 mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid stent region were lifted and pulled in all directions. Stent struts from the distal end of the stent were lifted and pulled in a distal direction over the distal balloon cone. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube noted multiple kinks along the length of the hypotube. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 91% stenosed, 15-17 mm x 2.5-3.0 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 16 x 2.50 promus premier drug eluting stent was unpacked. However, after unpacking it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.